Event description:
Reporter called on behalf of her husband who had received the er1 message in july of current year. Reporter stated that even though her husband felt fine they went to the dr to have his blood glucose level checked anyway. Reporter was not aware that they could use the color comparison chart. Doctor's blood glucose test result was below 100 mg/dl. Reporter stated that this was normal for her husband and that no medicine was given. Reporter added that the er1 message was received again in september and since her husband felt fine they retested and the blood glucose value at that time was okay but reporter could not remember the reading.